Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿batteries and controller backup battery completely depleted¿ could not confirmed through this evaluation. Attempt was made to obtain additional information from the customer regarding the event. The additional information communicated on (B)(6) 2020 indicated system controller (serial # (B)(6)) is unavailable for an evaluation and was known to operate as expected. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The (B)(6) 2019 admission was reported in MFR report # 2916596-2019-05457. The(B)(6) 2020 admission was reported in MFR report # 2916596-2020-02711. The (B)(6) 2020 admission was reported in MFR report # 2916596-2020-02712. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-02551. It was reported that the patient passed away on (B)(6) 2020 after what appeared to be exsanguination. It was reported that the patient had been experiencing gastrointestinal (gi) bleeding for some time along with outpatient transfusions when necessary. Wafarin was discontinued after it was determined that there were no interventions possible via endoscopy. The patient was found at home by a family member with the controller backup battery completely depleted. The pump will not be returned for evaluation. It was reported that the controller will not be returned for evaluation. The patient had multiple admissions for chronic anemia and gi bleed starting (B)(6) 2019, (B)(6) 2020 and (B)(6) 2020. An esophagogastroduodenoscopy and colonoscopy revealed hiatal hernia with cameron's erosions. In (B)(6) study (B)(6) 2019, no active bleed was noted. Patient symptoms include chronic anemia, and melena requiring packed red blood cell transfusions. The death was not considered to be device related and the device operated as expected.